Event description:
It was reported that when using the bd preset¿ arterial blood collection syringe, there was unknown floating matter in the syringe. No patient impact or injury reported.

Manufacturer narrative:
H.6 investigation exec summary material #: (B)(4) lot/batch #: (B)(4) bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
E.1. Initial reporter addr 1 : (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd preset¿ arterial blood collection syringe, there was unknown floating matter in the syringe. No patient impact or injury reported.